Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty when attempting to position the pacing lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the fixation was difficult.